Event description:
On (B)(6) 2013, the reporter contacted animas alleging a power (intermittent power) issue. It was reported that the pump lost power without user intervention. Reportedly, no replace battery alarm was emitted. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 09/19/2013 - device evaluation:the pump has been returned and evaluated by product analysis 08/28/2013 with the following findings: during the investigation, a review of the pump history showed no alarms or warnings related to complaint were observed; however, the pump rebooted multiple times on 06/01/2014 (time stamps are dated as 2014). The battery compartment was found to be intact, with no damage observed. There was no evidence of moisture contamination found inside the battery compartment. No battery cap returned with the pump. A test cap was used for all testing. The pump was exercised with a test cap for 24 hours. No power loss or battery related warnings were observed. The pump case was removed and evidence of moisture contamination was observed inside pump. The issue of intermittent power was not duplicated during the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.